Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 260 units of insulin additionally it was reported that the insulin gauge was intermittently inaccurate. Blood glucose was not impacted. Reportedly, the customer will use pump until replacement arrives.